Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing leading to false pause episodes and t-wave oversensing leading to af episodes. Programming changes were discussed, no intervention was performed. The patient had no consequences.